Event description:
On (B)(6) 2012, the patient reported experiencing elevated blood glucose because the infusion device is not delivering all of the insulin during boluses. She stated that when she boluses to lower her blood glucose her readings do not decrease. Her blood glucose has elevated to 350 mg/dl. Her normal blood glucose range is 120-180 mg/dl. She switched to her backup infusion device using the same accessories as the primary device and her blood glucose returned to normal. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced. The infusion device, infusion set, insulin cartridge, and adapter were requested to be returned for evaluation.

Manufacturer narrative:
Related to 2183996-2012-00574.